Event description:
Boston scientific corp. Has become aware of the following event: during the procedure preparation, the saline leaked from a part of the shaft of the atlantis sr pro2. The procedure was completed with another same device. There were no patient complications reported. The catheter was returned to manufacturing site and the investigation was performed. The following was found during the investigation. Bloodstain was observed inside of the distal tip assembly. A split open hole in the distal tip assembly at one side of the guidewire canal 2.6cm from distal tip end. Fluid was leaking in the open hole during flushing process.

Manufacturer narrative:
A review of the device history record was performed on the batch. All units are 100% inspected for visual, dimensional and functional compliance per our document, prior to acceptance and packaging. Units that failed a portion of these inspections was scrapped. No similar complaints by event description were found in the same lot. During investigation, bloodstain was observed inside of the distal tip assembly. No fluid was found inside the hub. No kink observed in the sheath assembly. A split open hole in the distal tip assembly at one side of the guidewire canal 2.6cm from distal tip end. Fluid was leaking in the open hole during flushing process. During image characterization testing, good square image appeared in the systems and the product performed within specification. No immediate corrective action / escalation is recommended based on the individual investigation findings and root cause analysis below. However, trending will be done outside the individual investigations on a regular basis to monitor the issue over time and assess the need for further action. Root cause for the hole is undetermined.